Manufacturer narrative:
The company representative evaluated the unit and found that the unit would not calibrate. The customer was informed the gas bench needed to be replaced, but declined repair.

Event description:
The customer reported the gas module iii had inaccurate o2 readings. No patient injury was reported.